Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. Describe event or problem, patient codes and device codes have been corrected.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due the reservoir had herniated and migrated out of place. The reservoir was repositioned, tubing shortened, and connector removed and replaced. The patient was reported to be fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due reservoir migration. The reservoir was repositioned, tubing shortened, and connector removed and replaced. The patient was reported to be fully recovered.